Event description:
Two weeks after implanted the new cypher stent, pt had serious chest pain and breathing difficulty. They got twice heart attacks, and survived with emergency medical staff help. They can't do any daily normal things such as brush teeth, go to bathroom alone without oxygen tank. After three months suffering, they are getting better. They can go out to walk very slowly. Family consulted with their doctor that can't find the reason. Pt didn't do any relevant test. Reporter is glad the FDA bring out the report. Rptr requests forwarding of any further info to keep track of this problem.